Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced 4 to 5 seconds of asystole just following the thresholds testing. There were approximately 5 pacing pulses that were not captured, then pacing resumed. The health care professional (hcp) called boston scientific technical services (ts) and although this is somewhat expected post testing, this was longer than expected. The device remains implanted. To date, no additional adverse patient effects have been reported.